Event description:
Revision surgery - the patient had the implants explanted and received two of the same implants.

Event description:
Revision surgery - the patient had the implants explanted and received two of the same implants. Additional information received on 27-jun-2018 from the representative, "the patient had an infection, so the surgeon took out the glenoid and the poly and replaced it with the same thing.

Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was due to an infection. The previous surgery and the revision detailed in this investigation occurred 6.3 months apart. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR), shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to an infection. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to an infection. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the patient's infection. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.